Manufacturer narrative:
Investigation summary: one used secondary set, model 11448964, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing below the drip chamber just fell off was verified. A device history record review for model 11448964 lot number 21039544 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced component separation that resulted in leakage. The following information was provided by the initial reporter: while hooking a secondary medicine using secondary tubing, the tubing below the drip chamber just fell off when I was about to attach it to the primary tubing. The medicine spilled all over and a new bag of medicine had to be requested. There was no patient harm.